Event description:
Per the audiologist, the patient had a decrease in performance. The results of an integrity test (B) (6), 2009 indicate device failure.explant and reimplantation is planned, but had not taken place at the time of this report october 21, 2009.

Manufacturer narrative:
(B) (4). Implanted device remains.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2009. Patient was reimplanted with a new device on (B)(6) 2010. This report is filed (B)(4) 2012.